Manufacturer narrative:
Further review prompted a change in the device analysis results.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis did not find any anomalies during functional testing. It was noted that one bail and bail cover were missing, three screws were missing, the lower case was broken and the battery contacts were dirty. (B)(4).

Event description:
It was reported that the device switches off by itself even though the battery was new. The external pulse generator (epg) was returned to the manufacturer for servicing. No patient complications have been reported as a result of this event.